Manufacturer narrative:
Subject device not available.

Event description:
It was reported in a literature article that as the coil (subject device) was being placed in the aneurysm, the microcatheter kicked back to the parent vessel and a part of the coil protruded in the posterior communicating artery. The procedure was completed since imaging showed that the aneurysm disappeared. It was noted after the procedure that the patient had strong hemiplegia of the left upper extremity and imaging showed a cerebral infarction in the right middle cerebral peduncle. No other information is available.

Manufacturer narrative:
The device history review could not be performed as the lot number of the device is unknown. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. It was reported that the microcatheter kicked back into the parent vessel, which caused the coil to protrude. This may have subsequently led to the patient stroke. Therefore, a cause of "operational context caused or contributed to the event" was assigned as the investigation indicated that another device caused the reported event.

Event description:
It was reported in a literature article that as the coil (subject device) was being placed in the aneurysm, the microcatheter kicked back to the parent vessel and a part of the coil protruded in the posterior communicating artery. The procedure was completed since imaging showed that the aneurysm disappeared. It was noted after the procedure that the patient had strong hemiplegia of the left upper extremity and imaging showed a cerebral infarction in the right middle cerebral peduncle. No other information is available.